Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via physician (case# mw5036550) in united states on (B)(6) 2014 which refers to a (B)(6) consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2013, consumer got essure placed in one tube; the other tube physician couldn't get it placed in; so he didn't put it because he was thinking that one tube was blocked already. The hsg (hysterosalpingogram) was done 3 months later (unspecified date) and showed that it wasn't blocked. She used nuvaring for 6 months, with that one essure placed to prevent pregnancy. She stated that she was constantly in pain and developed a nickel allergy. On (B)(6) 2014, she had to have her tubes removed and all the symptoms that she was having suddenly disappeared. Hospitalization was reported as serious criteria by patient, but not specified and not assigned to one of the events. She reported that she had essure for only 6 months and there were a lot of left over particles in her uterus. Her physician wanted her to have essure placed and she had to go through more pain and suffering just like millions of other women out there. She stated that essure was supposed to be a more "effective" birth control than an actual tubal ligation, she haven't known of anyone getting pregnant with a tubal; but on the other hand she sees people with essure everyday popping up pregnant. In all reality do the math; this product needs to be off the market. No further information was provided. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: when a term like "left over particles" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken". Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case also reported a technical/usability issue as well as a breakage event but both of these events are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Follow-up information was received on (B)(6) 2014. Consumer's date of birth, weight and height were provided. This report refers to a (B)(6) consumer. She denied any previous gynecological problems or procedures other than her two kids. Medical history included spinal fusion in 2008. On (B)(6) 2013 essure was inserted 8 weeks after last delivery. Nuva-ring was used as back-up contraception. She stated that immediately after essure was in there, the very next day, she was not able to wear wedding rings. She had a big rash on her finger. Intercourse was so painful, the left side felt numb, in pain every day, allergic to nickel. She went back to the doctor and he gave pain pills. She hated taking pain medication and it was not acceptable to her. So, she went to another doctor in (B)(6) 2014 and she told her it could be an infection and she gave her medicine that would clear it up. Also an ultrasound was done and the one coil she had was in place. Hsg (hysterosalpingogram) test was performed and showed that the right was not blocked. The doctor was unable to place on the right and he thought it was naturally blocked for some reason. On (B)(6) 2014 she underwent a laparoscopic removal of both tubes and essure. During the six months she had the essure there must have been fragments in her uterus. She cleaned out her uterus and found so many leftover fragments left in her uterus and where she cleaned it out there were no fragments. She was not hospitalized and recovered in about 3 days. She had pictures of the fragments in her uterus. She believed the condition was caused by essure because she had all the problems while she had it and they all went away after it was removed. No further information was provided. Follow up (B)(6) 2014: follow up attempt was done with the physician who removed essure but didn't insert them. This physician confirmed all the events previously reported by the consumer but didn't provide new information. Company causality comment: this non-medically confirmed report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced unilateral placement-could not get it placed in, constant pain , nickel allergy left over particles of essure in uterus, big rash on my finger , intercourse was painful and left side felt numb. All the events are considered non-serious except the event left over particles of essure in uterus that was considered serious due to medical importance . Upon receipt of technical investigation, event left over particles of essure in uterus, interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). The remaining events are listed in the reference safety information for essure. The event left over particles of essure in uterus (assumed as device breakage) was regarded as incident since the consumer had to have her tubes removed. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was mentioned that she had essure for only 6 months and there were a lot of left over particles in her uterus. Based on the available information and due to lack of alternative explanation , causality between the events above and essure use was considered as related, except the event unilateral placement-could not get it placed in that was considered unrelated to essure. According the ptc final analysis the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Further information will be request.